Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was 498 mg/dl. Troubleshooting for no delivery was performed. Customer changed out their set 3 times as a result of the alarm. Customer advised the cannula was bent and they declined to troubleshoot for high blood glucose. Customer was advised that the infusion set would be replaced.